Event description:
During the procedure to replace the ipg on (B)(6) 2025 [related manufacturer reference number 3006705815-2025-01822]. It was found that the ipg had migrated. As a result, a new pocket was created to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.